Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, atrial filiation, coronary artery disease, prior stroke. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "plasma volume status predicting clinical outcomes in patients undergoing transcatheter edge-to-edge mitral valve repair" was reviewed. The article presented a retrospective multi center study, to evaluate the prognostic significance of plasma volume status (pvs) in these patients. Devices mentioned include mitraclip. The article concluded that preoperative pvs is a strong independent prognostic marker in patients undergoing m-teer, correlating with increased risk of mortality and hf hospitalization. Pvs may provide valuable clinical insights for patient stratification and management strategies in m-teer patients.. [The primary author and corresponding author was masanori yamamoto at nagoya heart center institution with corresponding email masa-nori@nms.ac.jp; yamamoto@heart-center.or.jp]. The time frame of the study was april 2018 to june 2023. A total of 3,763 patients were included in this study, of which 3,763 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, dyslipidemia, diabetes, atrial filiation, coronary artery disease, prior stroke. (B)(6): unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.